Manufacturer narrative:
(B)(4) the sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event the same day as onset. On an unreported date, the patient was treated with intraperitoneal injection of amikacin 250 milligram in bag one and bag three (frequency and duration not reported) for the event of peritonitis. At the time of this report, the patient outcome of this peritonitis event was unknown. Dianeal therapy was ongoing. No additional information is available.